Event description:
Device 2 of 2 reference MFR. Report#: (B)(4).

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Concomitant medical products and therapy dates: model: 3286, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2020-49388. It was reported surgical intervention may take place due to high impedance being present.